Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 13. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and bleeding. No further patient complications were reported.